Event description:
The following information was provided to the cook area representative by a physician that was not present for the procedure: the physician jammed the needle into a rock-hard pancreatic mass. When the needle was removed it was broken and the broken piece remained in the patient. Upon contacting the physician that used the product for additional information, the following was provided: the physician was trying to biopsy a stone-like fibrotic mass in the pancreas. Before the procedure, the physician removed the stylet from the needle. The needle was advanced into the fibrotic mass. When the physician was pulling the needle out, the needle broke off 2cm from the tip. The physician left the broken piece in the pancreas. Then the physician advanced a snare through the endoscope and removed the needle piece from the pancreas. They did not attempt to take a biopsy with another needle. Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle which could lead to breakage. Another potential contributing factor for needle breakage could be removal of the stylet prior to advancement into the lesion. Per the reporter the physician removed the stylet from the needle prior to advancement into the fibrotic mass which is against the instructions for use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.